Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to charge pump using a wall outlet and different adapter, but issue persisted. Technical support decided to replace pump, and instructed customer on returning the old pump. Customer chose to continue using the current pump to ensure insulin delivery was not interrupted.